Event description:
Boston scientific received information that an alert was triggered due to high out of range pacing impedances. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon additional information, this investigation will be updated.